Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective unilateral inguinal hernia repair, laparoscopic procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications: 32 patients bleeding, 40 patients organ injuries, 20 patients vascular, 8 patients bowel, 5 patients bladder, 13 patients others. General complications: 2 patients fever, 5 patients urinary tract infections, 2 patients diarrhea, 1 patient pulmonary embolism, 4 patients pneumonia, 1 patient copd, 3 patients renal insufficiency, 3 patients hypertensive crisis, 30 patients others. Postoperative complications: 69 patients bleeding, 81 patients seroma, 1 patient prolonged ileus or obstruction, 2 patients bowel injury / anastomotic insufficiency, 8 patients wound healing disorder, 5 patients infection. Complication-related reoperations: 29. Recurrence, pain and complications: 833 patients pain on exertion, 426 patients pain at rest, 250 patients pain requiring treatment, 5 patients trocar hernia, 80 patients secondary haemorrhage, 121 patients seroma, 70 patients infection.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.